Event description:
It was reported that the user experienced hyperglycemia with a cgm value of 277 mg/dl and a confirmatory fingerstick of 227 mg/dl after a meal, a dinner announcement, and a subsequent infusion set change on an ilet system using a steel cannula infusion set; the user suspected the prior site was not inserted effectively. Symptoms included elevated blood glucose without other reported clinical effects. Outcomes included continued monitoring at home without medical intervention or hospitalization, with partial improvement to 233 mg/dl following a site change and resumption of insulin delivery. Investigation included guided troubleshooting, disconnection from the site, priming to verify drops, and replacement of the infusion site with confirmation of proper completion, along with education that glucose reduction could take 60¿90 minutes and instruction that a full supply change might be needed if glucose did not decline. Investigation of this case revealed probable infusion site insertion or site integrity issue leading to reduced insulin delivery effectiveness, which improved after the site was replaced and insulin delivery resumed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.